Event description:
Per the repair statement, the device displayed a yellow light alarm.

Manufacturer narrative:
According to the repair statement, the device a yellow light alarm. This was due to the four way valve being defective.